Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction due to drawer 5 pocket b3 lid is open causing the drawer not to open. A field service engineer opened back panel, pushed lid down from the back and pulled drawer open, which resolved the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer 05 was jammed. The customer reported that during the dispensing of augmentin 50/125mg tablet from drawer 05, the drawer was closed without securing the cubie lid, resulting in a jammed drawer that obstructed patient care. There were no adverse events or injuries reported based on this incident.